Manufacturer narrative:
The device was returned for evaluation. The received device had the cannula assembly partially deployed. The exposed portion of the soft cannula was shorter than expected and the formed needle was visible in the exposed portion of the soft cannula. The pink slide insert was observed to have only partially moved forward. The hook leg of the mechanism spring was not secured in the spring latch of the linkage assembly and the hook leg of the mechanism spring was caught on the mechanism rails. The spring latch of the linkage assembly was found damaged. This resulted in a failure of the needle mechanism assembly to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the pink slide did not move forward and the needle did not deploy. The patient's blood glucose levels were reported to be 164 mg/dl and the pod was not worn.